Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/9/2015. The fse found that the syringe was damaged and was causing the leak. The fse replaced the syringe, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from sheath tank tubing of the cytomics fc 500 mpl flow cytometer. The instrument was failing the flowcheck when the leak was noticed. The volume of the leak was about 0.5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 07/9/2015. The fse found that the syringe was damaged and was causing the leak. The fse replaced the syringe, which repaired the leak. The repairs were verified per established procedures. (B)(6).

Event description:
The customer reported a leak from sheath tank tubing of the cytomics fc 500 mpl flow cytometer. The instrument was failing the flowcheck when the leak was noticed. The volume of the leak was about 0.5 ml and was not contained within the instrument. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.